Event description:
This pi is for revision of patient's right knee. It was reported that after replacement of patient's right knee approximately 7 years ago, patient fell and sustained a femoral fracture (location in femur unknown). The fracture was treated with an im nail which was later removed at an unknown time. Patient's knee construct was revised due to suspected infection. It is unknown if infection was confirmed or denied, but intra-operatively, the patella and insert were found to be gouged. A size 4 right cr femoral component, 4x13 cr insert, size 4 tibial baseplate, and patellar component were removed and a cement spacer placed. Rep could not identify whether the cement originally used was stryker or not.

Manufacturer narrative:
An event regarding infection and wear involving an unknown insert was reported. The event for infection was not confirmed however, the event for wear was confirmed by photographs. Method & results: product evaluation and results: visual analysis: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted unknown insert. From the photographs provided there is evidence of wear of the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the event of infection was not confirmed nor was the root cause determined because insufficient information was provided. Based on the explanted images provided wear is confirmed however, the root cause could not be determined. Additional information including operative reports, pathology reports progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The following devices were also listed in this report: size 4 right cr femur; cat# unk_jr; lot# unknown; size 4 baseplate; cat# unk_jr; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This pi is for revision of patient's right knee. It was reported that after replacement of patient's right knee approximately 7 years ago, patient fell and sustained a femoral fracture (location in femur unknown). The fracture was treated with an 1m nail which was later removed at an unknown time. Patient's knee construct was revised due to suspected infection. It is unknown if infection was confirmed or denied, but intra-operatively, the patella and insert were found to be gouged. A size 4 right cr femoral component, 4x13 cr insert, size 4 tibial baseplate, and patellar component were removed and a cement spacer placed. Rep could not identify whether the cement originally used was stryker or not.